Manufacturer narrative:
Clinical review: following a review of the limited available information, it has been determined there is no allegation, indication or objective evidence a serious patient injury, death, or other adverse event(s) was associated with the use of a fresenius medical device(s) and/or product(s). Additionally, there is no evidence a malfunction or deficiency of a fresenius medical device(s) occurred. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During an anonymous customer experience survey, it was reported that a patient experienced an infection with on peritoneal dialysis (pd) modality. Additional information was requested was requested, however to date has not been provided.

Event description:
During an anonymous customer experience survey, it was reported that a patient experienced an infection with on peritoneal dialysis (pd) modality. Additional information was requested was requested, however to date has not been provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A shipping search was performed for the lots delivered to the patient, however no information of product delivered to the patient was obtained. Consequently no product will be returned from the distribution center to be analyzed since the lot number is unknown and no information from the patient is available for the identified of the possible involved lots. Since the complaint sample is not available for evaluation, the alleged event could not be confirmed. At this time, no sample has been provided.